Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics and motor assembly. Unable to perform the basic occlusion test due to the blank display.

Event description:
The customer called to report motor error alarms when attempting to rewind the insulin pump. Troubleshooting was performed and the problem continued. Nothing further was reported.